Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: m365sc231650e0, serial: (B)(6), batch: (B)(6), UDI: (B)(4).

Event description:
It was reported that the patient experienced burning sensation in the middle and lower back when the stimulation was on. Imaging showed that the leads had migrated down and the issue persisted despite of optimizing the program. The patient had an early lead pull and the leads were discarded by the medical facility.